Event description:
The manufacturer received information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log indicated the device had stopped delivering therapy during use. The system pc assembly, pollen filter, power cord, exhaust fan, blower motor assembly, stirring fan foam were replaced. The air path foam, and inlet air path assembly will be replaced are available. The device successfully passed the repair test, alarm test, and run in tests.